Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00142. It was reported the patient underwent surgical intervention on (B)(6) 2017 and the procedure was abandoned because the physician was unable to place the percutaneous leads into the correct position. The patient did not experience a csf leak and was able to move his legs after the procedure. Surgical intervention may be pending to implant another lead in the suture.